Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Device unavailable for analysis.

Event description:
(B)(6). It was reported that post a coronary artery treatment procedure vessel occlusion occurred. The target lesion was located in the left anterior descending (lad). The target reference vessel diameter was 3.0mm and the lesion length was 25mm. Pre-procedure was 100% stenosis and post-procedure was 0% stenosis. A 3.0x28mm liberte stent was implanted. A second lesion located in the lad was treated. The procedure was not a technical successful. Due to an occlusion of the lad an intra-aortic balloon pump (iabp) was inserted during the procedure. Subsequently the subject underwent acute coronary artery bypass graft (CABG) surgery. The patient was discharged the following day without angina or silent ischemia. Medications included aspirin 100mg/daily and clopidogrel 75mg/daily for 12 months.